Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's wound had opened up due to dehiscence. The implantable pulse generator (ipg) was explanted and replaced as a result. No further patient complications have been reported as a result of this event.